Event description:
Reportable based on the product analysis completed on (B)(6) 2010. It was reported that during a cryoplasty procedure to treat a lesion in the external right iliac artery with a .035 - 7/60/120 polarcath balloon the check catheter light came on. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "fine". However, the returned product analysis revealed that there was a pinhole in the outer balloon.

Manufacturer narrative:
Device evaluation: visual inspection of the catheter revealed blood on the guidewire lumen, shaft and manifold area. Visual inspection of the stopcock/checkvalve assembly revealed traces of adhesive indicating that the product was in specification. During functional testing, a test inflation unit was connected to the catheter and during the testing phase the unit went into check catheter light mode. The test was repeated twice with the same failing results. A leak test revealed a leak in the manifold area between the check valve and the manifold assembly. This type of damage is consistent with over-torquing of the stopcock/checkvalve assembly with the syringe. A pin hole leak was found at the center of the outer balloon. No leaks were found in the inner balloon, guidewire lumen, shaft, or connector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)